Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise which lead to several inappropriate shocks and anti-tachycardia pacing (atp). Upon examination it was also determined that the lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The physician elected to turn tachy therapy off for this patient until the lead issue can be addressed to avoid any additional inappropriate therapy and the patient was referred to their local physician. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.